Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was loose or not straight/secure. Customer's blood glucose (bg) was "high"; although specific value was not provided. Elevated bg was addressed by a bolus via the pump. The customer changed the pump supplies to resolve the issue. Additionally, the customer experienced a blood glucose (bg) level of 567 mg/dl. The cause was unknown. Customer administered a correction bolus via the pump to address the bg. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.